Event description:
Pump infused more fluid than it should have in a two hour period. P.m. Nurse checked IV at 0500, then put in 40cc of volume to run at 4cc/hr. At 0700, vtbi was 18cc so, 22 cc infused over 2 hours instead of 8 cc's. Hospital safety office stated the pt did not experience any problems as a result of this event. No medical intervention was required.